Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endoscopic sinus surgery, the handpiece did not start spinning immediately when it was plugged in and worked as expected at start of case and handpiece were connected to ipc when the incident occurred during use on patient. Initially handpiece was off, then ran without pressing foot pedal for a couple seconds, then turned off again. It was observed that an m5 microbrewer blade started rotating without the use of the foot switch (it activated for a few seconds without the foot switch being pressed). The issue did not occur after it was switched out. The handpiece was switched out for another one and issue resolved. There was no patient impact. The surgeon commented that it happened a few other times over the past 5 weeks or so.